Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing of the gastric tissue during a laparoscopic sleeve gastrectomy, the instrument was cycled successfully and inserted over the gastric but the stapler was not bale to fire. The jaws were still close and the green button was pressed however, when the handle was squeezed, the device did not fire or place staples. There was no sound heard like the usual clicking during firing process. The instrument was removed and new reload was loaded and the same event occurred. Another reload was loaded with the same effect. On the third reload opened and new device loaded, they were able to use it successfully. A forty-five minute time was lost due to this incident. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the first returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The trs material was properly anchored to the anvil and cartridge. The sutures were intact. Visual inspection of the second returned product noted that the reload had a full staple complement. The trs material was properly anchored to the anvil and cartridge. The sutures were intact. Visual inspection of the third and fourth returned products noted that the reloads were pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channels. The trs material was properly anchored to the anvil and cartridge. The sutures were intact. Functionally, the reloads were loaded into the listed instrument for functional testing. The interlocks for the first reload was overridden and the reload was cycled without hesitation or binding. The interlocks for the last three reloads were overridden and the reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. The trs material was properly placed and sutures were properly cut. Functional testing confirmed the safety interlock feature successfully prevented all the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.